Event description:
Edwards received notification that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of five (5) years and three (3) months due to degeneration leading to severe stenosis and severe insufficiency. The patient presented with shortness of breath before the viv procedure. A 26mm transcatheter valve was implanted within the edwards surgical valve with a perfect result. The patient was discharged home.

Manufacturer narrative:
Updated section h6 (clinical code), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of five (5) years and three (3) months due to degeneration leading to severe stenosis and severe insufficiency. A 26mm transcatheter heart valve was implanted within the edwards surgical valve with a perfect result.